Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, when going to close on tissue as being closed before the blade reached mechanical stop the top jaw became dislodged and separated from the device. It fell into the patient but was retrieved. Thirty-five to forty minutes prior to this event, there was a re-position jaws message displayed on the generator. A new device was used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). The device was received with the articulation joint severely bent and the jaw slightly bent but attached to device (not broken off as reported) and with some plastic lodged in the jaws. The device was mechanically tested and the jaws opened and closed without difficulty. There were no anomalies noted with the articulation of device despite severe yielding of articulation joint. The I-blade does advance smoothly and to end of jaw once the plastic was removed. There were no anomalies noted with the jaw aperture. The device was tested on the generator and passed all functional testing. The energy output delivered from the device was verified and the cutting of the test media performed as expected. No yellow alert screens were displaying during testing. The ¿reposition jaws and reactive¿ yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). There were no anomalies noted with the functionality of the device.